Manufacturer narrative:
H11:through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and the water quality monitoring is applied and the h2o2 checked every day. A disposable pall-aquasafe water filter with an 0.2 m membrane for tap water or equivalent performance filter is used and when the device is not used, it is stored drained. The hospital does not use reusable blankets. Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected and device surfaces also after every operation. 3t aerosol collection set is replaced after the allowed use period. The device is placed inside the operation theatre during use, with the fan positioned opposite to the patient; estimated distance between the surgery field and the device is 2 meters. A device service history review has been performed and identified that the unit was manufactured in 2017. Taking into account the available information, it cannot be excluded that the source of the contamination is related to the location where the device is used and remains unknown. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler the laboratory test confirming positive results on patient and cardioplegia sides was provided. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater cooler device is positive to mnt chimaera the user required disinfection procedure. There is no report of any patient injury.